Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the first stage of the index procedure took place in 2009, during which two xience v stents were implanted in the distal lcx. The following day, the patient was experiencing an acute onset of angina with chest and throat tightness, nausea, anxiety. No EKG changes. To cath lab emergently. Found thrombotic occlusion of distal circumflex at the site of ptca performed. Manual thrombectomy and stenting with an additional three xience v stents in the distal lcx was performed for treatment. The patient was discharged from the hospital for two days later. (Anxiety). Stage 2 of the procedure was scheduled. No additional event or patient information is available.

Manufacturer narrative:
Anxiety - the xience v everolimus eluting coronary stent system indicated is being filed under the same MFR number.